Event description:
Cartons were wet.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 8, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H4 (device manufacture date). H6 (identification of evaluation codes 3331, 4114, 4246, 4308). Type of investigation #1: 3331 - analysis of production records. Type of investigation #2: 4114 - device not returned. Investigation findings: 4246 - transport/storage problem identified. Investigation conclusions: 4308 - cause traced to transport/storage. The affected samples were not returned; however, photos were provided that confirmed the wet boxes. All capiox units are 100% visually inspected during and after packaging. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. Component code: 4739- gas exchanger. Health effect ¿ impact code: 2645- no patient involvement. Health effect ¿ clinical code: 4582- no clinical signs, symptoms or conditions. Medical device problem code: 1570- shipping damage or problem. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during out of box, cartons were wet. No patient involvement.